Event description:
It was reported that during a biliary stenting procedure, deployment difficulties occurred and the hub detached from the stent delivery system. The 80% stenosed target lesion was located in the severely calcified and severely tortuous common hepatic duct. The 10x79x750 sentinol biliary stent system was advanced to the lesion over an unspecified .035 guide wire without issue. The physician experienced difficulty deploying the stent and at an unknown time during the procedure, the hub of the device separated. The device was removed from the patient without difficulty, while the stent was partially deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as `stable'.

Event description:
It was reported that during a biliary stenting procedure, deployment difficulties occurred and the hub detached from the stent delivery system. The 80% stenosed target lesion was located in the severely calcified and severely tortuous common hepatic duct. The 10x79x750 sentinol biliary stent system was advanced to the lesion over an unspecified .035" guide wire without issue. The physician experienced difficulty deploying the stent and at an unknown time during the procedure, the hub of the device separated. The device was removed from the patient without difficulty, while the stent was partially deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as 'stable'.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned product revealed the exterior shaft was separated near the distal end of the exterior hub. The shaft separation was not located on a bond. The appearance of the shaft separation site is consistent with tensile overload. A kink was found on the exterior shaft located approximately 4.5cm from the distal end of the exterior hub. The shaft separation and shaft kink restricted the inner support shaft from being advanced to deploy the stent. The stent is present and secure on the delivery system and there is no evidence of partial deployment. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)